Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 341 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 79 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 341 mg/dl using truemetrix air meter and 146 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:limited results in the memory, the customer only used the meter twice in three months. After testing the meter, the meter gave erratic readings on a back to back testing. The customer has not used the meter since (B)(6).